Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy efluent. The breach in aseptic technique was further described as "caused by a housefly". The patient was hospitalized for this event. On the same date as onset, the patient was treated with vancomycin injection (discontinued,1gm every 5th day, intraperitoneally (ip), duration was not reported), amikacin injection (discontinued, 125mg twice a day, discontinued, ip and duration was not reported) and meropenem injection (ongoing,1gm everyday, ip, frequency and duration were not reported). At the time of this report, the patient has recovered from the event and was discharged from being hospitalized. The patient's pd is on hold and now shifted to hemodialysis twice a week. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.